Event description:
Complainant alleged that during use on a patient, the ventilator alarm occurred after it was unplugged for 10-15 minutes during patient transport. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
D4: UDI number was not provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
H2: the device was not returned for evaluation, and no event trace was provided to zoll for review. At this time, the claim will be closed and can be reopened if the product or any value-added information becomes available.